Event description:
It was reported that when using the bd pyxis¿ medbank tower, bio ID was not working. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) was not recognized fingerprints. The field service engineer (fse) cleaned the bioid sensor and reconnected its cables, after which three different users successfully authenticated using bioid. The user who reported issues continued to have inconsistent fingerprint reads, indicating the problem was likely with user fingerprint rather than the device. Medbank support logged in remotely and verified that the bioid hardware and functionality were working properly. The system functioned as intended after the field service engineer (fse) resolved the issue.